Event description:
It was reported that a smiths medical pump alarmed "no disposable, clamp tubing" and "no disposable, pump won't run". Air bubbles in tubing noted and patient not affected. Pump settings: res vol 10.8, rate: 2.2, given: 89.25.